Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). The 5.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was advanced and was initially inflated to 10atm. During the first inflation after 10 seconds, the balloon ruptured at 10atms.